Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there were "system fault 46.507" and "power down" messages. The pump was ran in user mode and the reported error code 46507 was not duplicated. Error code 6507 is an unexpected interrupt. The error could not be duplicated. The pump had been in use for over one year and the log showed one entry for the code. It was run for 2+ hours without incident during the investigation. There was no fault found with the returned pump and the pump will undergo standard periodic maintenance.

Event description:
Information was received that during use of this smiths medical cadd solis vip pump, the pump exhibited system fault 46507 then shut down. It was reported that pump displayed red screen that signifies system fault alarm when the restarted the pump battery went from 75 percent down to dead. Subsequently, the pump was replaced. No reported adverse effects or patient injury.